Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15337. It was reported the patient's stimulation abruptly changed on approximately (B)(6) 2014. Reprogramming was unable to provide effective coverage. X-rays indicated lead migrates. Surgical intervention was undertaken on (B)(6) 2014 and the patient's lead was repositioned. The patient reported effective stimulation coverage postoperative.